Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on anterior, crease fold, wear abrasion. Leak test and microscopic analysis were performed which identified: crack opening, striated opening. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve; a striated opening due to surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.